Event description:
The infusion port on this product was "loose" on the female luer connector. When tubing is advanced over the luer connector, grooves in connecter permit introduction into ascending aorta of air. This has the potential for a very adverse event. Facility has now had perhaps 6 or more of this product with this problem described. This problem has been reported to a quality tech of medtronic/dlp.